Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and unexpected battery power loss. The customer¿s current blood glucose level was 103 mg/dl, 187 mg/dl and 400 mg/dl. It was reported that they had unexpected battery power loss and the screen was blank. The customer declined troubleshoot high blood glucose. The insulin pump will not be returned for analysis.